Event description:
The customer questioned high results for an unspecified number of patient samples tested for roche diagnostics magnesium reagent (mg2) on a cobas c 303 analytical unit. Discrepant results were provided for (B)(4) patient sample. The initial result was 3.1 mg/dl. The repeat result was 2 mg/dl.

Manufacturer narrative:
The mg2 reagent lot number was 82270401 with an expiration date of 31-may-2026.

Manufacturer narrative:
The field service representative (fsr) checked the gear pump pressure and the rinse station levels and replaced reaction cells and the reagent probe. A hardware check was performed. The investigation determined the service actions resolved the issue.